Manufacturer narrative:
Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What was the product code of the suture? What tissue was the suture used on? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knot one end)? Can you describe the tissue condition when the suture was placed (weak, healthy)? What date did the patient present with symptoms (# post op days)? What medical intervention was indicated to treat the patient symptoms? What was the date of the intervention? Can you describe the appearance of the suture during the second procedure? Was the suture knots intact and the suture broken? Was the suture intact and tore away from the tissue? What was used to close the patient incision? What is the physicians opinion are the contributing factors for the post op breakage? Please provide patients initials, gender, age and weight? What is the current condition of the patient? Was this event reported by the facility to ethicon?

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair procedure on unknown date and suture was used. Seven to ten days following the procedure, the patient returned to the hospital stating that the suture broke. It was unknown what intervention may have been done and additional information has been requested.